Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A distributor engineer was dispatched to the facility to investigate the reported issue. A serial readout was performed and was sent to (B)(4) for analysis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Customer retains the unit.

Event description:
(B)(4) received a report that the the s5 roller pump suddenly started during priming and the user was unable to stop the pump. After a system restart, the pump functioned normally. There was no patient involvement.

Manufacturer narrative:
A service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues. The serial readout which was returned to livanova (B)(4) was incorrectly performed and with the available information, it was not possible to infer the root cause of the issue. Through a later follow-up, livanova (B)(4) learnt that the fault was a single occurrence and that the end user had restarted the power of the pump head and the fault was gone. The unit was retained by the customer, therefore no further investigation could be performed.